Manufacturer narrative:
(B)(4). Post market vigilance conducted an evaluation concurrently with engineering of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. Visual inspection of the cartridge noted that the reload had a full complement of staples. The knife bar was herniated from the side of the reload with the jaws unclamped. The reload was dissembled and h limiters were present within the device. Due to the condition of the reload, functional evaluation could not be performed. The returned sample as received by medtronic was found not to meet specifications and due to the damage to the reload, the reported condition was confirmed. A review of the device history record indicates this device lot number was released meeting all quality specifications. Subsequently, the complaint data did not display an increased trend. Replication of this condition may occur if the device is articulated beyond the design intent, or by manually exercising the articulation feature before use causing the blowout plate to fail during firing. No corrective action will be generated. Should new information become available, the file will be re-opened.

Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the reload was loaded and put inside the patient. When it was articulated, the reload broke. It broke in the elbow and out to the side. No device component fell into the patient. The reload was not on tissue. No injury to the patient. No reinforcement material was used. Reload was used on an idrive handle.

Manufacturer narrative:
(B)(4).